Manufacturer narrative:
The investigation for the reported issue has been completed. The impella device was received from the customer and an evaluation of the device was completed. Interior inspection of the console revealed that a capacitor c199 was damaged/ burned. Also, both batteries were almost depleted according to the empty led bar on both batteries. After temporarily replacement of pbm and battery set, console was able to receive charging and operate without issue. Given the sequence that console was not power up on battery mode (battery depleted already), followed by burning smell (capacitor failed) as ac power connected. The failure mode of console unable to power on was due to the depleted battery. The failure mode of pbm subcomponent failure was due to a defective pbm. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported that the automated impella controller (aic) could not be switched on in battery mode. After plugging the device in the ac a burning smell was noticed. This occurred during preventative maintenance, no patient involvement.